Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
Complaint received from (B)(6). Eye care provider reported adverse incident, patient experienced several right eye (od) corneal ulcers including one closer to the visual axis. Good faith efforts have been made to obtain medical information without success. This event is being reported out of an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.